Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2007: patient underwent MRI lumbar spine which showed degenerative spondylotic changes with minimal disc bulging and interbody disc protrusion with schmorl's nodes, l5-s1 desiccation, disc bulging and a small central subligamentous disc herniation extrusion without deformity of the nerve root with minimal facet arthropathy. On (B)(6) 2007: patient underwent emg ncv which showed no evidence for a left lower extremity neuropathic process at this time. On (B)(6) 2007: patient underwent MRI lumbar spine which showed no interval change in the appearance of MRI examination of his lumbar spine as compared to earlier study. There is an l5-s1 central subligamentous disc herniation extrusion and degenerative changes, disc bulging and interbody disc protrusion at l1-l2, l2-l3 levels without significant canal stenosis. On (B)(6) 2007: patient underwent CT lumbar spine which showed l5 spondylosis with mild spondylolisthesis, minimal degenerative changes with no evidence of spinal stenosis, or disc herniation. On (B)(6) 2008: patient presented with lumbar spine injury. Patient complained of acute sharp pain to his low back, which shot down to his left lower extremity. The patient's discomfort was initially to his left leg but since then he had been experiencing right leg symptoms also. Patient complained of pain to both his lower extremities originating in the buttock area, going down the length of his posterior legs and up to the level of his ankles but not beyond his ankles. Patient also reported numbness and tingling to the posterior aspect of his left thigh. Patient had difficulty rising from a sedentary position. On (B)(6) 2008: patient was lifting above his head at work on (B)(6) 2007, sustained herniated disc and failed conservative management. Pre-op diagnosis: l5-s1 herniated disc. Patient underwent l5-s1 laminectomy, facetectomy, transforaminal lumbar interbody arthrodesis with interbody cage and rh-bmp2/acs posterolateral fusion with pedicle screw instrumentation. Per op notes, surgeon proceeded with the real-time intraoperative c-arm fluoroscopies sequentially cannulating the pedicles at l5-s1 bilaterally. Surgeon continued with fluoroscopic control for left transforaminal lumbar interbody arthrodesis utilizing a peek cage packed with collagen sponge appropriately prepared with rh-bmp2/acs. Surgeon gently tapped the cage into secure interbody position, left towards right for the bone harvest, and for laminectomy and facetectomy procedures, meticulously cleaned. The soft tissue was packed posterior to the cage. Surgeon proceeded to decorticate with a high-speed drill over the posterolateral elements, packed a layer of autologous bone graft, a layer of collagen sponge was prepared with rh-bmp2/acs and another layer of autologous bone graft. No complications reported. On (B)(6) 2008: patient presented for post-op office visit. He had surgery on (B)(6). He was having no pain at all, then on the (B)(6) he turned over on bed, had sudden onset of pain in the back and left buttock, sole of his foot, and some right-sided sciatica as well. No incontinence, but some urinary frequency. Diagnoses: lumbar herniated disc; acquired spondylolisthesis. On (B)(6) 2008: patient underwent MRI lumbar spine due to pain. Impression: status post l5 laminectomy with l5-s1 anterior and posterior fusion and hardware instrumentation. Laminectomy bed and intracanalicular extradural postoperative fluid collection consistent with hematoma and/or granulation tissue, contributing to moderate spinal canal stenosis. Multilevel lumbar disc desiccation, bulging and facet arthropathy. Mild relative spinal canal stenosis l2-l3. Bilateral l5-s1 neural foramen stenosis. On (B)(6) 2008: patient presented for follow up. He had less back pain and he had primarily low back. Occasionally the back would "lock up" when rolling out of bed, occasionally some left leg pain as well. Diagnosis: lumbar herniated disc. On (B)(6) 2008: patient presented post-op and still had pain from surgery in the back. X-rays showed that he had a two-level fusion with instrumentation at the lumbosacral region. Diagnosis: status-post lumbar fusion. On (B)(6) 2008: patient presented for post-op office visit. The patient stated that he continued to have some pain and some spasm, but it was better. X-rays of the lumbar spine showed good placement of instrumentation and arthrodesis. Diagnosis: lumbar disc displacement. On (B)(6) 2008: patient presented for post-op office visit. Patient stated that he had been having some aches, pains, and some difficulty with pain going into his testicles bilaterally. The patient was also having a lot of muscle spasm and back stiffness in the morning as the day progresses, and down to his knees. X-rays of the lumbar spine showed good placement of instrumentation and arthrodesis. Diagnosis: lumbar disc displacement. On (B)(6) 2008: patient presented for post-op office visit. Diagnoses: status post lumbar fusion; pain in joint, pelvis/thigh <(>&<)> lower leg. On (B)(6) 2008: patient presented for post-op office visit with pain to his left hip. Patient underwent lumbar spine x-ray which showed good placement of instrumentation and arthrodesis. Diagnosis: status post lumbar fusion. On (B)(6) 2009: patient presented with low back pain. Diagnosis: lumbar disc displacement. On (B)(6) 2009: the patient returns today and stated that he was not able to continue working. He could not tolerate it. His back was getting worse. He had difficulty bending, sitting, standing or walking. On physical examination he had tenderness throughout the lumbosacral spine. His spinal wound was well healed. Straight leg raising examination elicited lower back pain at 40 degrees. Diagnosis: status-post lumbar fusion. On (B)(6) 2009: patient presented with persistent pain in his back. He was not able to tolerate long periods of sitting, standing, bending. He had difficulty going up and down stairs. He had pain with driving. Physical exam revealed pain with lumbar bending. Straight leg raising examination elicited lower back pain on the right side. Motor examination was intact. Diagnosis: status-post lumbar fusion. On (B)(6) 2009: patient presented with increasing pain recently in the lower back radiating into the right leg. He had a positive straight leg raising sign and positive sciatic stretch test on the right side. Diagnosis: status-post lumbar fusion with persistent radiculopathy. On (B)(6) 2009: patient presented for follow up with back pain and still had pain radiating down both lower extremities from his buttocks to the anterior of his thighs. Diagnosis: lumbar disc herniation <(>&<)> displacement. On (B)(6) 2009: patient underwent CT lumbar spine without contrast. Impression: diffuse anterior spondylotic changes without fracture or subluxation. There is mild bulging of the disc at l2-3 and l3-4 with mild disc space narrowing; l4-5 shows a small right posterolateral disc protrusion without spinal canal stenosis; l5-s1 shows bilateral laminectomies with fusion of the posterior elements with intra-pedicular screws in place. No abnormality of orthopedic hardware is seen. The tulip segment of the screws is intact. There is irregularity of the endplates at the l5-s1 level. There is mild anterolisthesis of l5 over s1. Patient underwent MRI lumbar spine with and without contrast due to persistent low back pain and right leg numbness. Impression: degenerative changes with desiccation seen throughout the lumbar spine more so at l1-2 and l2-3 with disc space narrowing. Schmorf's node seen through these endplates as well; a fusion of the l5-s1 level with disc spacer in place. There is mild irregularity of the endplates seen to better advantage on the CT of the lumbar spine performed. The cortical line of the endplate, however, is seen without discontinuity to suspect discitis. The mild enhancement seen within the left posterolateral disc space thought to be secondary to granulation tissue. Some epidural scarring seen at this level as well which is seen. To be surrounding and encasing the right and left s1 nerve roots. It is particularly prominent on the left. No deformity of the thecal sac is seen however. No enhancement or clumping of the nerve root seen to suspect arachnopiditis. Intra-pedicular screws seen in placed. No epidural inflammatory fluid collections seen. On (B)(6) 2009, (B)(6) 2010: patient presented for follow up and still had pain radiating down both lower extremities from his buttocks to the anterior of his thighs and his right was still worse than his left. On (B)(6) 2009: patient underwent CT lumbar spine without contrast. Impression: degenerative changes of lumbar spine and postsurgical changes of l5-s1 level with fusion, with grade I anterior spondylolisthesis l5 relative to s1 and irregular endplate l5-s1 level a gain seen similar to prior study. No obvious hardware failure identified. No new compression fracture seen; mild bilateral l5 neural foraminal stenosis again noted. No other new spinal canal stenosis or neural foraminal stenosis identified; previous suspected disc protrusion at l4-l5 level is difficult to see on current study; no other interval changes. On (B)(6) 2010: patient presented with right knee pain. He has had difficulty with knee pain that has been getting worse over the last year. Diagnosis: internal derangement right knee. On (B)(6) 2010: patient underwent MRI right knee due to recurrent pain. Impression: changes of the medial meniscus most likely related to partial meniscectomy; chondromalacia medial knee joint compartment grade iii/IV with minimal subchondral edema tibial plateau; early chondromalacia patellofemoral joint space and proximal patellar tendinosis. On (B)(6) 2010: patient presented for follow up of neck and shoulder <(>&<)> back pain. Patient reported numbness and tingling down to his knees with the right knee worse than the left knee. On (B)(6) 2010: patient presented for impairment rating. Diagnosis: status-post lumbar fusion with chronic radiculopathy, failed syndrome and pseudarthrosis. On (B)(6) 2010: patient presented for follow-up on his knee. He stated the injection did help. Examination revealed some tenderness medially. He had some pain with the medial mcmurray maneuver. His MRI revealed evidence of grade 3 to 4 chondromalacia in the medial compartment, evidence of previous partial medial meniscectomy and some very mild chondromalacia in the patellofemoral joint. Diagnosis: medial compartment arthritis status-post previous arthroscopic surgeries. On (B)(6) 2010: patient presented for follow up with pain. Diagnosis: lumbar disc displacement. On (B)(6) 2010: patient underwent lumbar spine x-ray which did not show any unstable. On (B)(6) 2010: patient underwent CT lumbar spine without contrast due to right-sided numbness. Impression: l5-s1 anterior-posterior spinal fusion and decompressive laminectomies; no evidence of significant spinal stenosis, neural foraminal or nerve root impingement. On (B)(6) 2010: patient presented with back pain. Diagnosis: status-post lumbar fusion with chronic radiculopathy, failed back syndrome and pseudoarthrosis. On (B)(6) 2010: patient presented for follow-up on his knee. He stated the injection did help. He was also now getting pain in the left knee. He had pain in both knees, going up or down stairs, bending or squatting. On examination of the right knee he had tenderness along the medial joint line. He had pain with the medial mcmurray maneuver. Diagnosis: medial compartment arthritis status-post previous arthroscopic surgery right knee; meniscal tear medial compartment chondromalacia left knee. On (B)(6) 2010: patient underwent MRI left knee due to pain. Impression: mild joint effusion and a multilocular baker's cyst measuring about 6 cm in diameter; abnormal configuration tear involving the posterior horn medial meniscus; osteochondral lesion involving the weightbearing surface central medial aspect of the medial femoral condyle measuring about 1.8 cm in diameter. On (B)(6) 2010: patient presented with following pre-op diagnosis: internal derangement, left knee. Patient underwent following procedures: comprehensive arthroscopy; partial arthroscopic medial meniscectomy; chondroplasty of medial compartment, patellofemoral joint, left knee. No complications reported. Postoperative diagnoses: complex tear of the medial meniscus; grade iii chondromalacia of trochlear groove, medial femoral condyle, and posterior aspect of the medial tibial plateau. On (B)(6) 2011: patient presented with persistent back pain. Physical examination revealed painful limited lumbar bending, straight leg raising examination elicited lower back pain, motor examination is intact diagnosis: status-post lumbar fusion with persistent radiculopathy failed back syndrome. On (B)(6) 2011: patient presented for follow-up regarding the left knee. He is still having some pain. Physical examination reveals some tenderness along the medial femoral condyle and infrapatellarly. There is some crepitation with rotation of the knee. Diagnosis: status-post partial medial meniscectomy chondroplasty patellofemoral compartment and medial compartment, left knee, with advanced arthritis. On (B)(6) 2011: patient presented for follow up of pain located in thoracic spine and swelling. Patient experienced moderate stiffness, night pain, numbness and tingling in the leg. Assessment: failed back syndrome. On (B)(6) 2012: patient presented for follow up on bilateral knees. Patient complained pain, swelling, instability. On (B)(6) 2012: patient underwent CT knee without contrast due to degenerative arthritis. Impression: degenerative arthritis with marked asymmetric involvement of the medial joint space. On (B)(6) 2012: patient presented for follow up on right knee. Assessment: localized osteoarthritis, lower leg; failed back syndrome. On (B)(6) 2012: patient underwent CT knee without contrast for pre-op evaluation. Impression: bicompartmental osteoarthritic change with joint effusion. On (B)(6) 2012: patient presented with moderate lower back pain. Patient noticed numbness going down to right leg. Both feet experienced tingling and cramping of the toes. Also. There was muscle spasm right above the lower back. Assessment: failed back syndrome; back pain. On (B)(6) 2012: patient presented with pre-op diagnosis of severe end stage arthritis, right knee. Patient underwent right knee bicompartmental arthroplasty. No complications reported. On (B)(6) 2013: patient presented for follow up on right knee. Patient continued with painful range of motion. Assessment: s/p right unicompartmental knee replacement; localized osteoarthritis, lower leg; failed back syndrome; iliotibial band tendonitis. On (B)(6) 2013: patient presented with knee pain. Assessment: s/p right unicompartmental knee replacement; localized osteoarthritis, lower leg; knee sprain and strain. On (B)(6) 2013: patient presented for right knee follow up and attended therapy. Assessment: s/p right unicompartmental knee replacement; knee sprain and strain. On (B)(6) 2013: patient presented with severe pain with stiffness in his low back. Assessment: failed back syndrome; back pain. On (B)(6) 2013: patient presented for right knee pain and back pain follow up. Patient reported numbness in right thigh. Assessment: s/p right unicompartmental knee replacement; failed back syndrome; back pain. On (B)(6) 2014: patient presented with constant right knee pain. Assessment: s/p right unicompartmental knee replacement.